Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer believes that the tampon fell apart and pieces remain in her body. She believes she has experienced a bacterial infection and has observed fever, pain and odor. She consulted with medical professionals and diagnosis is unknown.